Event description:
It was reported the patient experienced pain. The patient did not report any significant withdrawal symptoms but indicated that she "started to not feel good". The patient was taking oral breakthrough medication. The patient presented for pump replacement due to elective replacement indicator. Upon interrogation it was noted there was an alarming motor stall; last one dating (B)(6). The pump had multiple motor stalls. There was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The most recent one was about two days long and the pump had not recovered. The patient was given oral medication until her replacement. The device was replaced. The patient was hospitalized overnight. Patient status was noted as 'alive - no injury/no adverse event'. The dose was decreased at the replacement due to the stalled state. It was noted prophylactic removal of pump to avoid in-vivo battery depletion. The patient recovered without sequela. The pump was delivering sufentanil.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product ID 8709, lot# l67850, implanted: 1999-(B)(6), product type catheter. (B)(4): analysis of the pump motor revealed gear train anomaly; corrosion.

Manufacturer narrative:
(B)(4).